Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the burr has broken off. The broken piece is approx. .72 in long from the distal tip. The retrieved broken tip was noted to have markings along its od. Critical dimensions were measured and device met drawing specifications. The cause of this event is undetermined; however, the most likely cause is prying and/or leveraging the device during used.

Event description:
On 12/01/2021, it was reported by a sales representative via sems that an ar-300-b201 burr broke during use on calcaneus. This was discovered during use with no impact or injury to the patient, the procedure was completed successfully.